Manufacturer narrative:
Calibration and qc are run every eight (8) hours. According to the customer, no problems were seen prior to the event. A field service engineer (fse) was dispatched and discovered that the samples were being diluted prior to being read and producing results, which caused the erroneous results. The fse replaced multiple hardware components on the chemistry cartridge (cc) side of the instrument related to sample handling and sample mixing. The root cause for this event appears to be cc side hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards obtaining six (6) erroneous glucose (glu) outpatients' sample results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were autovalidated from the datalink and reported out of the laboratory. The results were then amended upon repeat testing. Autovalidation is a built-in software option the customer must enable to utilize. Patient treatment was not affected in regard to this event since the results were amended prior to the physicians receiving the results.